Event description:
It was reported that the preloaded lens had lens stuck inside injector and haptic broken. It was noticed during handling/prior to insertion and there was no patient involvement. No further information is available.

Manufacturer narrative:
Section e1:telephone: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: no. Section d-9: device date returned to manufacturer: not returned. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint issue "haptic damaged" and "device advancement issue" were not identified during photo evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.